Event description:
(B)(4) same case as MFR report #: 2134265-2010-03787. It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The index procedure treated three target lesions. The 1st lesion was a 80% stenosed, 3.0x20mm target lesion located in the obtuse marginal branch. Treatment consisted of pre dilation with an unspecified balloon, the placement of a 2.5x28mm taxus liberte study stent and post dilation with an unspecified balloon resulting in 0% residual stenosis. The 2nd lesion was a 90% stenosed, 4.0x30mm target lesion located in the 2nd obtuse marginal branch. Treatment consisted of pre-dilation with an unspecified balloon and the placement of a 3.0x38mm taxus liberte stent. Post ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations with an unspecified balloon resulting in 0% residual stenosis. The 3rd lesion was an 80% stenosed, 4.0x20mm target lesion located in the proximal left circumflex artery. Treatment consisted of pre-dilation with an unspecified balloon and the placement of a 3.0x24mm taxus liberte stent. Post ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4) device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)